Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this right atrial (ra) lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported that this patient developed an infection. The patient was hospitalized, and this right atrial (ra) lead, along with the associated pacemaker and right ventricular (rv) lead, will be explanted within the near future. No additional adverse patient effects were reported.